Event description:
It was reported that the table locks did not actuate when the foot pedal was released, causing unexpected motion of the tabletop in the longitudinal and lateral directions without resistance (free float). There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found a misadjusted foot pedal that caused the table lock to remain in the release state. The fe adjusted the pedal and verified that the locks were performing according to specifications.